Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and there was white substance on the lead. (B)(4) the partial lead in segments was returned, analyzed, and there was intermittency between the pin and the cap in the connector. It was also noted that the distal and defibrillator conductors were distorted, several conductors had blood/body fluid (not obstructed), there was blood/body fluid in the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and a non-electrical breach, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported that during a prophylactic extraction of the right ventricular lead, the atrial lead was dislodged. Both leads were explanted and replaced. The right ventricular lead tested out of specification during analysis. No patient complications were reported as a result of this event.